Manufacturer narrative:
An investigation has been opened to review historical record and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that during tavr, a "j" wire was used during deployment, as the doctor was pulling the device out of the artery to release the collagen we noticed the wire was not straight. The doctor inserted the blue tube before straightening the wire out. Once he realized the wire was tangled he straightened it and reinserted the blue tube. We removed the wire and the site was dry. So then he cut the suture to the device. However, we noticed the bp started going down rapidly. We went up and over for a selective shot and noticed a retroperitoneal bleed. A balloon was inflated for 30 minutes total and the bleeding stopped.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure in the right common femoral artery. Vasculature was noted 7.3mm, mild posterior calcification, with a depth measurement of 6cm. A lower positioned access was gained via ultrasound. Activated clotting time (act) prior to closure was 352, protamine was administered. No issues were encountered advancing or withdrawing the procedural sheaths. During deploying the device and sealing the puncture, while the physician was withdrawing the device and the blue lock advancement tube was emerging, the team noticed the "j" wire was not straight; and the physician inserted the blue lock advancement tube prior to straightening the guidewire. Once the physician realized the guidewire was tangled, the physician straightened the wire and reinserted the blue lock advancement tube. The guidewire was removed, the access site was noted as being dry, and the physician cut the suture. The patient's blood pressure plummeted rapidly. A contralateral post-angiogram indicated a retroperitoneal bleed. Balloon inflation for thirty minutes was applied to address the retroperitoneal bleed. The patient outcome post procedure was good. The cause of the rp bleed possibly could have been due to trauma being created from the wire being tangled, potentially scraping, or perforating the vessel wall; and the physician having to straighten and reinsert the blue lock advancement tube. However, due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, no angiograms or device submitted for investigative purposes, the suspected root cause of the retroperitoneal bleed can not be determined. The IFU procedural requirements indicate arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery. Potential adverse events related to the deployment of vascular closure devices include retroperitoneal bleeding, and its consequences, as a result of failed closure in the setting of an access above the inguinal ligament or the most inferior border of the epigastric artery (iea). The following potential adverse events related to the deployment of vascular closure devices include oozing from the puncture site, and if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Procedural requirements indicate activated clotting time (act) should be below 250 seconds prior to closure.